Event description:
Procedure; gastric bypass. According to the summons and complaint, it alleges that plaintiff underwent gastric bypass surgery in 2004, and during said surgery an "endo gia universal" misfired causing injury to plaintiff. It further alleges the "endo gia universal" caused injury, sepsis, shock and ultimately the death of plaintiff 21 days later.